Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. No image was observed, when testing the unit with olympus series 180 scopes due to a faulty printed circuit board (patient board set). Additionally, a worn vide connector latch was found, causing poor connection and the pip connector was found damaged.

Event description:
A user facility reported to olympus that the pigtail adapter would not connect; the adapter port did not work with any scope that connects to the pigtail. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely causes as follows: 1.) No image: it is likely that failure of the synchronized circuit of the patient board occurred, causing no image from series 180 scopes. 2.) Lock failure of the scope connector socket: it is likely that damage to the scope connector socket occurred due to user handling. 3.) Damage to the pip connector: it is likely that the pip connector was damaged due to user handling. As stated in the instructions for use, as a preventive measure, "never apply excessive force to connectors. This could damage the connectors. "